Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set, with blood glucose at 216 mg/dl trending upward and no symptoms reported; the event occurred on the third day of the infusion set and the user received guidance to change supplies and continue monitoring. Symptoms included no reported clinical effects. Outcomes included successful troubleshooting and education with subsequent improvement, as blood glucose trended down to 201 mg/dl on follow-up. Investigation included remote assessment and user-guided troubleshooting. Investigation of this case revealed no device alarms or malfunctions reported and no infusion set issues identified by the user, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.